Event description:
When making neonatal tpn solutions with a rate of less than 5 ml/hour, the printed label comes up with an incorrect rate. Sometimes the rate prints out as zero and at other times it prints out much higher than it should be. Obviously, if the rate printed out as zero, the staff would realize that it was wrong, but if the rate printed out higher, fluid overload could occur with serious consequences to a neonate. The rptr notified the MFR who was aware of the problem. The MFR told the rptr that it is making corrections to the software.